Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remains on the delivery needle but were returned. Examination of the construct showed the suture has been cinched. Both ts remain attached to the suture, t2 is bent, t1 shows no abnormalities. The delivery needle is bent and the actuator is protruding out of the needles distal end. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.

Event description:
It was reported that during a procedure, after t1 was deployed, the needle couldn't bounced back, resulting in t2 no deployed. All t's were removed from patient and no patient injuries were reported.